Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. 1. Event description: it was reported that the patient underwent bilateral non-cemented total hip arthroplasty on (B)(6) 2010. The patient underwent periodic orthopedic checks by the operating surgeon in the years 2010, 2012, 2014, 2015 and 2016. During these checks no particular deficits were evident but only a persistent pain in the right thigh. At the end of 2020 blood tests resulted with elevated metal ion levels. Its unknown whether the revision surgery has been planned or not. Harm: s3 - metallosis, elevated metal ion levels leading to revision. Hazardous situation: fragments of an implant and/or bone are generated in vivo. 2. Review of received data: document review could not be performed due to unknown product identification. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Our legal department is well trained and passes all information concerning the case to our complaint handling department. 3. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: document review could not be performed due to unknown product identification. - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: the DHR check could not be performed as the lot number was not available. 5. Conclusion: it was reported that the patient underwent bilateral non-cemented total hip arthroplasty on (B)(6) 2010. The patient underwent periodic orthopedic checks by the operating surgeon in the years 2010, 2012, 2014, 2015 and 2016. During these checks no particular deficits were evident but only a persistent pain in the right thigh. At the end of 2020 blood tests resulted with elevated metal ion levels. Its unknown whether the revision surgery has been planned or not. Right side complaint recorded in (B)(4).. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and blood tests resulted with elevated metal ion levels and metallosis. Its unknown whether the revision surgery has been planned or not.